Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2016 with the following findings: investigation revealed a dim and discolored display. Unrelated to this issue, the pump was returned with cosmetic finish damages in the form of chipped and worn paint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 04/14/2016.